Event description:
It was reported that the patient presented for a generator replacement procedure on (B)(6) 2026 due to battery depletion. During the procedure, the pacemaker set screw failed to be loosen. The physician elected to abandon the explant procedure; the pacemaker remained implanted and was replaced with a leadless pacemaker. The patient was in stable condition.